Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit not switching on. There was no patient involvement reported.

Manufacturer narrative:
Event site postal code: (B)(6). At this time, the customer has not requested getinge to repair the iabp. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Device not repaired by getinge.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.